Event description:
It was reported that the customer received occlusion alarms. The customer's blood glucose level was elevated. Reportedly, the customer was using apidra insulin.

Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.